Manufacturer narrative:
A medtronic rep went to the site to evaluate the system and determined the patient scan was acquired on an intraoperative CT with the patient in the position for surgery so the patient's head was tilted and turned. The exam was displayed in an anatomical orientation rather than the radiographic view the surgeon was expecting which made it difficult for the surgeon to interpret. The reconstruction only allowed the user to correct one plane. The software functioned as designed. Proper navigation imaging protocol for interoperative image acquisition was discussed with the site. No further issues reported.

Event description:
A technical coordinator reported they were able to successfully register on the stealthstation s7, but when they went to navigate, the tumor was showing on the wrong side. A medtronic technical support rep showed him how to flip left and right on the scans. Discovered the patient was scanned at an angle so the anterior portion of the head was labeled as the left portion. They chose to use the stealthstation treon system for the case instead, because they are more comfortable with the way the navigation views are displayed in the treon software. No negative impact to the patient was reported.